Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient reported in clinic for a routine check. It was noted that high capture thresholds were observed on the his bundle lead. During a procedure to reposition the lead, the lead's helix could not be retracted. The lead was capped (B)(6) 2021 and a new right ventricular lead was placed. No issues were observed. The patient was stable.